Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her front left side (approximately the size of the therapy pad). Patient reported that a physician prescribed an antibiotic, tricinolone, for the skin irritation. Follow up indicated that the skin irritation is improving.